Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load properly during loading of the heartstring seal into the delivery tube. When the delivery tube was removed from the loader device, seal got stuck in the loader. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B)(4).